Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No unexpected number ramping noted. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked belt clip slot, scratches reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive buttons and the customer was unable to access anything on the device. The blood glucose reading was 102 mg/dl. The customer stated that the insulin pump had ramping numbers. The device had been splashed by water two hours prior to the call. Advised discontinuation of the insulin pump. Nothing further reported.